Event description:
It was reported that the user experienced elevated blood glucose after a supply change to a 6 mm, 23 inch infusion set and later discovered the blue needle guard remained on the infusion set needle, preventing proper deployment; the agent then guided the user through a correct supply change, removed the guard, and insulin delivery resumed as normal, with the issue associated with the infusion set and cartridge. Symptoms included hyperglycemia with a blood glucose reading of 400 mg/dl. Outcomes included a minor illness-level impact. Investigation included user communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified consistent with an improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.